Event description:
It was reported that the device was used during a face lift. The clip applier was malforming the clips. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/12/2008. Information anticipated, but unavailable at this time.